Event description:
Event description cpi received information that this bipolar endocardial tined lead (0010) was removed from service, due to a proximal fracture. It was replaced with another bipolar endocardial lead (0014).